Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had pulled back into pocket due to twiddler¿s syndrome. The lead could not be reinserted due to poor coronary sinus vasculature. The lead was explanted and replaced. The patient was stable.